Event description:
On (B)(6) 2018, the reporter contacted lifescan USA alleging the patient¿s one touch ultra2 meter was testing in settings mode. The complaint was classified based on customer service representative (csr) documentation and based on information obtained by the medical surveillance specialist after reviewing the call. The reporter alleged that the product issue first began in (B)(6) 2018, at an unspecified time. The reporter informed the csr that the patient manages his diabetes with a combination of diabetes medication (humalog ¿ morning and evenings 60 mg, toujeo ¿ self-adjuster). The reporter claimed that the patient increased his dose of toujeo insulin (dose unspecified) at an unspecified date and time after he was unable to monitor his blood glucose and felt that he had high sugar. Four months after the alleged product issue occurred, the patient reportedly ¿passed out¿. The patient was rushed to the hospital where a blood glucose result of ¿700 mg/dl¿ was obtained on the hospital meter. The doctor advised the patient to change his medication from humalog insulin to humulin insulin, 64 units twice a day. It was not reported if the patient received any other treatment. During troubleshooting, the csr noted that it was not the first time that the patient had used the subject meter and the csr managed to resolve the issue during troubleshooting. No products were replaced as the reported claimed that the subject meter is already working. This complaint is being reported because the reporter claims that the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.